Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. On (B)(6) 2022, two clips were successfully implanted, reducing mr to 1+. Then on (B)(6) 2022, it was suspected that one of the clips became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda) because mr increased to 4. The other clip remains stable on both leaflets. The patient remained hospitalized. On (B)(6) 2022, the patient underwent a second clip procedure. During the second procedure, it was confirmed that there was no slda, but instead the posterior leaflet became perforated of the second clip. However, no additional clips were implanted because mr could not be adequately reduced. The perforated leaflet was left untreated. No clips were implanted, and mr is 4 . No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The complaint information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds) device. Based on the information reviewed, a cause for the reported tissue injury could not be determined. It is possible that it was result of patient conditions (anatomy)/procedural conditions; however, this cannot be determined. The reported mr was resulted from reported tissue injury. The reported patient effects of mitral regurgitation (mr) and unspecified tissue injury, are listed in the mitraclip g4 system instructions for use (IFU), as known possible complications associated with mitraclip procedures. The hospitalization and unexpected medical intervention were results of case-specific circumstances, as the patient was remained hospitalized, and the second clip was implanted to stabilize the first clip. There is no indication of a product issue with respect to manufacture, design, or labeling.